Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 15 atms on the initial inflation. The calcified and 90% stenosed lesion was located in the left anterior descending (lad) coronary artery. The device was being used to post dilate a liberte stent. Ivus showed the stent was fully expanded and the procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported "good".